Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) / normal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. 20205262, 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included hypertension since 2009, anemia since 2009, excessive menstruation, frequency of menses, menses irregular with excessive bleeding and chest pain. Concomitant products included hydrochlorothiazide since 2016, labetalol from 2009 to 2016 and valsartan since 2016. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps/I had contractions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), hot flush ("hormonal changes describe:hot flashes"), night sweats ("hormonal changes describe:night sweats"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition:depression"), hyperhidrosis ("rashes or skin conditions type: hyperhidrosis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), menstrual disorder ("blood clots"), dizziness ("dizziness"), the first episode of anaemia ("blood or heart disorder / condition type: anemic"), haematochezia ("blood in stool") and constipation ("constipation"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced the second episode of anaemia ("blood or heart disorder/condition type: anemic"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowels movements"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and asthenia ("no energy"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, the last episode of anaemia, dyspareunia, abdominal distension, bowel movement irregularity, hot flush, night sweats, migraine, headache, nausea, allergy to metals, anxiety, depression, hyperhidrosis, vision blurred, dizziness, haematochezia, constipation, abdominal pain and asthenia outcome was unknown and the genital haemorrhage, dysmenorrhoea, fatigue, bacterial infection, urinary tract infection, cystitis, vaginal infection, vaginal discharge and back pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, asthenia, back pain, bacterial infection, bowel movement irregularity, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, night sweats, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of anaemia and the second episode of anaemia to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: bloating, irregular bowels movements, hormonal changes describe: hot flashes and night sweats, infection (bladder/urinary tract/vaginal) type: bacterial infections, utis, bladder, migraines / headaches, nausea, nickel allergy, psychological or psychiatric problems condition: anxiety/depression, rashes or skin conditions type: hyperhidrosis, vaginal discharge, vision/eye problems type: blurred vision, no energy, did not undergo confirmation test. Onset date of event pelvic pain were added. Concomitant disease and drug, plaintiff name were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) / normal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and haematochezia ("blood in stool") in a 33-year-old female patient who had essure (batch no. 20205262, 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included vitamin d deficiency, infection and vaginal discharge. Concurrent conditions included hypertension since 2009, anemia since 2009, excessive menstruation, frequency of menses, menses irregular with excessive bleeding and chest pain. Concomitant products included hydrochlorothiazide since 2016, labetalol from 2009 to 2016, omeprazole (protonix) since 2016 and valsartan since 2016. On (B)(6)2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps/I had contractions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), hot flush ("hormonal changes describe:hot flashes"), night sweats ("hormonal changes describe:night sweats"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiet"), depression ("psychological or psychiatric problems condition:depression"), hyperhidrosis ("rashes or skin conditions type: hyperhidrosis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), menstrual disorder ("blood clots"), dizziness ("dizziness"), the first episode of anaemia ("blood or heart disorder / condition type: anemic"), haematochezia (seriousness criterion medically significant), constipation ("constipation"), ovarian cyst ("disorder or condition type of disorder or condition : ovarian cyst"), vulva cyst ("disorder or condition type of disorder or condition : vulvar cyst") and adenomyosis ("disorder or condition type of disorder or condition : adenomyosis") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: symptomatic fibroid uterus"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced the second episode of anaemia ("blood or heart disorder/condition type: anemic"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowels movements"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), asthenia ("no energy") and hirsutism ("hirsutism"). The patient was treated with surgery (ablation and she had surgery to remove the essure, hysterectomy (full), bilateral salpingectomy) and cystoscopy. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, the last episode of anaemia, dyspareunia, abdominal distension, bowel movement irregularity, hot flush, night sweats, migraine, headache, nausea, allergy to metals, anxiety, depression, hyperhidrosis, vision blurred, menstrual disorder, dizziness, haematochezia, constipation, abdominal pain, asthenia, hirsutism, uterine leiomyoma, ovarian cyst, vulva cyst and adenomyosis outcome was unknown and the genital haemorrhage, dysmenorrhoea, fatigue, bacterial infection, urinary tract infection, cystitis, vaginal infection, vaginal discharge and back pain had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, anxiety, asthenia, back pain, bacterial infection, bowel movement irregularity, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, hirsutism, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, night sweats, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulva cyst, the first episode of anaemia and the second episode of anaemia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus, cervix, and fallopian tubes, hysterectomy with bilateral endometrium. - myometrium: bilateral fallopian tubes:. Ultrasound scan vagina - on an unknown date: final diagnosis: endometrium, biopsy: early secretory endometrium. Gross description: received in murky fluid are mucus and multiple fragments of tissue that aggregate to 2 x 2 x 0.2 cm; strained, wrapped and entirely. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia,symptomatic fibroid uterus, menstrual disorder, ovarian cyst, lot number:20205262 manufacture date: 2009/08 expiration date: 2012/08 lot number: 685784 manufacture date: 2009/10 expiration date: 2012/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : new events, " hirsutism, reproductive system disorder or condition type ofdisorder or condition: symptomatic fibroid uterus, ovarian cyst, vulvar cyst, adenomyosis " were added. Reporter contact information was updated. Medical history was added. Concomitant medications were added. On (B)(6)2018: mr received : reporter information was added. Lab tests were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general) / normal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and haematochezia ("blood in stool") in a 33-year-old female patient who had essure (batch no. 20205262, 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included hypertension since 2009, anemia since 2009, excessive menstruation, frequency of menses, menses irregular with excessive bleeding and chest pain. Concomitant products included hydrochlorothiazide since 2016, labetalol from 2009 to 2016 and valsartan since 2016. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / menstrual cramps/I had contractions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), hot flush ("hormonal changes describe:hot flashes"), night sweats ("hormonal changes describe:night sweats"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiet"), depression ("psychological or psychiatric problems condition:depression"), hyperhidrosis ("rashes or skin conditions type: hyperhidrosis"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), menstrual disorder ("blood clots"), dizziness ("dizziness"), the first episode of anaemia ("blood or heart disorder / condition type: anemic"), haematochezia (seriousness criterion medically significant) and constipation ("constipation"). In 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced the second episode of anaemia ("blood or heart disorder/condition type: anemic"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowels movements"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and asthenia ("no energy"). The patient was treated with surgery (she had surgery to remove the essure, hysterectomy (full), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, the last episode of anaemia, dyspareunia, abdominal distension, bowel movement irregularity, hot flush, night sweats, migraine, headache, nausea, allergy to metals, anxiety, depression, hyperhidrosis, vision blurred, menstrual disorder, dizziness, haematochezia, constipation, abdominal pain and asthenia outcome was unknown and the genital haemorrhage, dysmenorrhoea, fatigue, bacterial infection, urinary tract infection, cystitis, vaginal infection, vaginal discharge and back pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, asthenia, back pain, bacterial infection, bowel movement irregularity, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haematochezia, headache, hot flush, hyperhidrosis, menorrhagia, menstrual disorder, migraine, nausea, night sweats, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of anaemia and the second episode of anaemia to be related to essure. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Lot number:20205262 manufacture date: 2009/08 expiration date: 2012/08 . Lot number: 685784 manufacture date: 2009/10 expiration date: 2012/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.